Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer and health care provider reported that the nurse who worked with the patient's health care provider (hcp) told the patient that only 1 electrode was working and 1 was partially working. It was only working on program 2. The lead was broken, fractured, or damaged. There were no falls or trauma reported. The patient was not feeling stimulation. The patient had their previous implantable neurostimulator (ins) replaced on (B)(6) 2015, but the patient didn't know why they didn't replace the lead if it was damaged. After the replacement, the hcp told the patient to go home, turn stimulation on, and turn it up. The patient turned it all the way up to 8v, but still felt nothing. With the patient's previous implant they were on 2.8v. For now the patient turned it back down to 5.5v. The patient had an appointment on (B)(6) 2015 and their ins was programmed around the electrodes of high impedances. The device had been programmed at the time of replacement using the program of electrodes of high impedance. The lack of stimulation and the lead issue had been resolved. The indication for use for this patient was gastrointestinal/pelvic floor.